Event description:
It was reported the luer hub got detached from the extension line during placement. The catheter was removed and replaced with a new one. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one s-l cvc for analysis. Definite signs of use were observed on the catheter body. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line molding were visible inside the luer hub. The separation point of the extension line appeared rough and jagged. The catheter body measured 202mm which is within the specification limits of 201.5mm-210.5mm per catheter product drawing. The distal extension line outer diameter measured 2.196mm, which is within the specification limits of 2.13-2.21mm per distal extension line extrusion graphic. The distal extension line inner diameter measured 1.4732mm , which is within the specification of 1.42-1.50mm per distal extension line extrusion graphic. Functional inspection of the catheter was could not be performed due to the luer hub being completely separated from the extension line. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Also, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.